Event description:
It was reported that the implantable pulse generator was inoperable due to the device not being charged as required. Device was explanted, and a new device was implanted. There were no complications during the procedure and patient was stable.